Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photo showed the cone of the priming accessory male luer lock (mll) is broken. The reported condition is confirmed. This type of connection (y priming accessory during treatment) is a user error and an off-label use. The access and return line of the set must be directly connected to the patient catheter via the male luer connector of the line. The use of additional devices may impair pressure monitoring. Per the instruction in the prismaflex graphical user interphase (gui), the y-line/connector used for priming of the prismaflex set must be removed prior to connecting the patient; the access and return lines are to be connected directly to the catheter. Thus, the use of the y-connector during treatment is considered use error. The following is written in the prismaflex operator¿s manual: ¿do not connect additional devices between the return line and the blood access device¿ and specifies that ¿the use of additional devices, such as three-way valves, stopcocks, or extension lines, may impair return pressure monitoring. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua: (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during treatment with a prismaflex st100 set, the junction of the arterial end was observed to be broken. The set was replaced and treatment was successfully completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.